Event description:
It was reported that approximately one week post ventricular assist device (vad) implantation, the patient became hypoxic and hypercapnic and the patient was re-intubated. The patient also showed signs of spastic respiration, dypnose nyha iii, and received orthopnea treatment. It was further reported that after extubating, the patient received non-invasive ventilation (niv) with additional oxygenation. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the hvad destination therapy post approval study. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that approximately one week post ventricular assist device (vad) implantation, the patient became hypoxic and hypercapnic and the patient was re-intubated. The patient also showed signs of spastic respiration, dypnose nyha iii, and received orthopnea treatment. It was further reported that after extubating, the patient received non-invasive ventilation (niv) with additional oxygenation. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, respiratory dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted if information is provided in the future, a supplemental report will be issued.